Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of receiving a button error alarm and was able to clear. Customer states that after clearing alarm, she received a failed battery test alarm. Customer states when attempts were made to clear alarm, buttons were not responding which did not allow completion of the rewind process. Customer's blood glucose was 506 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. However up arrow button did not respond due to flattened button dome switch. Unable to verify failed battery test alarm and perform displacement test, basic occlusion test, occlusion test, prime, no delivery test due to unresponsive button. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.